Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed downstream occlusion test, alarm fails at 22.15 psi¿ was not reproduced. A review of the event history log revealed multiple occurrences of downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the digital pot settings were found out of range which is a known contributor to the reported issue. The force sensor no tube and scale factor calibrations will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion detection test. Further described as ¿failed pressure test with high values at 22.15 psi¿. This occurred during testing. There was no patient involvement. No additional information is available.